Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the partial clip movement in this incident could not be determined. It is possible that patient conditions/leaflet pathology contributed to the leaflet laceration and subsequent partial clip movement on the leaflet; however, this cannot be confirmed. The reported worsening mr appears to be a secondary effect of the leaflet laceration. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: on (B)(6) 2016, the patient was sent for mitral valve replacement surgery; however, surgery was aborted based on the patients condition. The patient was confirmed to be clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that 48 hours post procedure, the clip had moved on the leaflet resulting in increased mitral regurgitation and leaflet damage, which required a second clip and surgical intervention for treatment. On (B)(6) 2016, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1+. On (B)(6) 2016, (48 hours post-procedure), it was found that the mr had increased to 4+. The posterior leaflet was lacerated in the commissure where the clip was implanted. Part of the posterior leaflet was still connected to the clip. On (B)(6) 2016, a second mitraclip procedure was performed. One clip was implanted medial to the first clip, reducing the mr from 4+ to 2+. The patient had a good outcome at the end of the procedure. On (B)(6) 2016, the patient was sent for mitral valve replacement surgery. No additional information was provided.